Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed all uplink amplitude tests and that the head lens was cracked. The cable and the head's upper case were replaced. Product ID: 2090, programmer; (B)(4).

Event description:
It was reported that the radiofrequency programmer head which was returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.